Event description:
Patient presented to the physician, post-implant procedure, with redness and swelling at the neck incision site. Physician examined the area and determined an infection. Physician prescribed antibiotics.